Event description:
Subsequent to the initially filed report, the following information was received: the arteriotomy closure was of a calcified right common femoral artery after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, the prostyle device became stuck in the patient and during removal of the device the sheath separated. Surgery was required to remove the separated sheath. There was a reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 3190 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a prostyle device relative to an interventional procedure. Reportedly, an unknown failure occurred and a hematoma was noted. Manual compression and a balloon were used while transferring the patient to the operating room. A surgical cutdown was performed to treat the hematoma and achieve hemostasis. No additional information was provided.